Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the tube sheath was about 6 to 12 mm shorter than the normal product. The tube sheath was compressed and buckling. The tube sheath could not be retracted into the coil sheath. The basket wire could be retracted into the tube sheath. There was foreign material on the basket wire, but the basket wire was not deformed. The device history record was reviewed and found no irregularities. Based on the past similar cases and reported information, it was known that the calculus could not be crushed since the calculus of the patient would be too hard. The instruction manual of the device has already warned as follows; use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a lithotrity, the subject device was used. At first, the user tried to crush the calculus with a non-olympus lithotriptor, but could not crush the calculus and it broke. The user replaced a non-olympus lithotripter with the subject device. The user tried to crush the calculus with the subject device, but could not crush the calculus since the calculus of the patient would be too hard. The user could not rotate the rotatable knob anymore. The subject device could be removed from the patient. The user placed a stent in the patient body and canceled the intended procedure. The user implemented the surgical operation at a later date. No further information was provided. This is the report regarding the switching to the open surgery.